Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted:(B)(6) 2017, product type: catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd:(B)(6) 2019, UDI#:(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative (rep) regarding a patient who was receiving gablofen (500 mcg/ml, 50 mcg/day) via intrathecal drug delivery pump for an unknown indication for use. It was reported that the patient developed an infection at the pump abdominal site: fever, redness/tenderness/hot temperature at the skin of the pump site; no drainage or other signs of infection. The patient had an elevated white blood cell count. After the pump and catheter were explanted, intravenous antibiotics and oral baclofen were given. (B)(6) was cultured from abdominal fluid taken from the incision site. The patient's cerebrospinal fluid was (B)(6) for bacteria. There were no known environmental/external/patient factors that may have led or contributed to the issue. The issue was resolved and the patient status was "alive - no injury" at the time of this report. The catheter and pump were discarded by the customer and would be replaced in the future. The patient¿s medical history included spastic quadriplegic cerebral palsy, seizure disorder, developmental delay, and dysphasia. The patient¿s concomitant medications included morphine, tylenol, ibuprofen, miralax, baclofen, ranitidine, clonidine, oxcarbazepine, midazolam and dexamethasone. No further complications were reported.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated the event date was changed from (B)(6) 2017 to (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2018-aug-21. It was reported that on (B)(6) 2017, the patient reported decreased activity and felt warm to touch. The patient's dad also noted that he seemed to have tenderness over the pump site in his right mid/lower abdomen. Diagnostics included an x-ray on (B)(6) 2017 which identified fluid collection and increased blood flow, indicative of infection. Laboratory tests included c-reactive protein (crp): 7.9 and partial thromboplastin time (ptt): 40 on (B)(6) 2017. Cultures of the pump pocket on the same date identified gram positive cocci in pairs and white blood cells. The etiology indicated the event was unlikely related to the device or therapy and was related to the implant procedure. The event was resolved without sequelae on (B)(6) 2018.

Manufacturer narrative:
Continuation of d11: product ID 8780 lot# serial# (B)(4) implanted: 2017-(B)(6) explanted: 2017-(B)(6) product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2018-oct-27. It was reported that the event resolved without sequelae on 2017-(B)(6) (note: this conflicts with the report that the event resolved without sequelae on 2018-(B)(6).